Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously elevated troponin (accutni) results within the risk stratification range generated by the unicel dxc 600i synchron access clinical system on four patients' samples. The samples were repeated on the customer's alternate instrument and recovered lower results. Three results were within the normal reference range and two were lower within the risk stratification range. The erroneous results were reported outside the laboratory. There was no injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No sample collection or centrifugation information was supplied. System check dated (B)(4) 2011 passed within specifications. Qc recovered >4sd high on the morning of the event. Calibrations were run and failed. A field service engineer (fse) was on-site (B)(4) 2011. A major pm (preventive maintenance) was performed and volume checks were performed which determined that dispense probe #1 showed bubbles in the rv (reaction vessel). The probe was replaced which did not resolve the issue. Fse then replaced the fluidics manifold, wash pump and precision pump. The service assays still indicated poor performance. Fse then shutdown instrument and inspected analytical module. No gross defects were noted. Fse reset tension for incubator belt and adjusted incubator belt pads and restarted unit and performed incubator belt calibration, luminometer standard procedure to return substrate to 6800 rlus and verified substrate rlus through systems check. Fse then performed hs (high-sensitivity) foam/no foam procedure, calibrated accutni and performed precision run which all resulted within specifications. Operator performed final multilevel qc after recalibration prior to reporting patient results. All results meet established laboratory limits. Although hardware repairs were performed by the fse, a clear root cause for this event was not determined.